Event description:
Medtronic received information that during use of an autolog wash kit and an autolog instrument, it was reported that blood from the applicable reservoir was flowing into the waste bag without being washed. Another manufacturer¿s product was used as a substitute, and the operation was completed without issue. There was no adverse patient effect associated with this event. Medtronic received additional information that it is unclear whether the issue is related to the instrument or the disposable. Medtronic received additional information that an abnormal operation could not be confirmed during the incoming inspection. As such, operations have been returned to normal use of the replacement device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.